Manufacturer narrative:
The insulin pump cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. The pump passed prime/ compromised force sensor, displacement and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to confirm excessive no delivery alarms due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was not able to resolve the issue. The customer states the insulin pump is exposed to a high magnetic field, because of work. The customer states she wears a lead vest, but today the pump alarmed motor error. The customer states the drive support cap appears normal. The customer stated there was a motor position encoder error alarm noted in the history. The customer also had excessive no delivery alarms. Troubleshooting was performed and insulin was able to exit the pump. Troubleshooting was not able to resolve the issue with the motor error. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.